Event description:
Boston scientific crm received information that this patient is receiving pharmaceutical intervention due to an infection.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.